Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile cannot confirm the reported problem. Upon troubleshooting actions, fse identified that there was an issue with suite pc operating system (os). Fse reinstalled the suite pc os and application. After reinstalling the os and application, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the azurion system was not turning on correctly and rebooting constantly. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.